Event description:
It was reported that when the device was used during a gastric bypass procedure, the physician fired it across the stomach. He noticed that the staple line was not formed properly at the distal end closest to the pin. He removed six staples from the line and oversewed the stapeline. He used a second stapler to complete the case. Same thing occurred. Or time was extended by an hour.